Event description:
It was reported that the twist clamp of a minicap transer set had a crack which resulted in a leak. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection was performed and a damaged/cracked main body was observed. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported leak was not verified. The cause of the damaged/cracked main body could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.